Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the set screw on the ventricular lead was not gripping and the screwdriver was just spinning. It was undetermined if it was a set screw or sealing ring issue. Physician continued to work on it and was able to eventually tighten the set screw. Lead tested fine through device. Device remained implanted and procedure was completed successfully. Patient was stable.